Event description:
Complainant alleged that during transport of a pt, the device issued a "shock advised" prompt and delivered shock for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.